Event description:
The end user reported a rash and/or skin irritation near the base of her stoma under the skin barrier. The irritation has persisted since her initial surgery. The end user has treated it with silver nitrate sticks as prescribed by her doctor.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted.